Event description:
A male h/o hypertension, h/o dvt, s/p prostatectomy. Admitted for dizziness and unsteady gait- found to have meningio- s/p craniotomy. B/1 lower extremity swelling. Duplex us revealed left posterior tibial dvt, patent iliacs & vena cava with recent h/o craniotomy. Ivc filter placed and patient was discharged home. Patient presented to the clinic -pod 42- with b/1 lower extremity swelling / difficulty with ambulation. Lower extremity duplex us demonstrated a new b/1 ilio-caval thrombosis. Dates of use: 2000 - 2008.